Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer's mother reported via phone call that the customer was experiencing high blood glucose levels and despite administering a bolus his readings would not go down; the screen on his insulin pump then went blank and would not come back on. The patient's blood glucose at the time of incident was between 400 mg/dl and 450 mg/dl. The customer changed the battery but the display did not return, so he called his doctor for a back-up plan and began to treat his diabetes with manual insulin injections. Troubleshooting could not be initiated since the customer was in class, and the customer's mother stated that he will call the 24-hour helpline whenever he is available. The customer's mother was advised to have the customer call back before 9 pm pacific time to call and a replacement pump may potentially be shipped to him overnight. No products were shipped or returned.